Event description:
It was reported that the patient had been hospitalized the prior day with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod; she reported being unable to deliver insulin due to a touchscreen issue with the personal diabetes manager. Symptoms reported include weakness, dehydration and a lack of appetite. The patient was treated with insulin via syringe and remained hospitalized at the time this medical event was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.